Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed possible options including clearing the alert, potentially adjusting the alert value to 150 ohms, or performing a commanded shock. Additional information received indicated that the physician recommended continued monitoring and planned to increase shock impedance alert value to 150 ohms at the next scheduled device check. This crt-d and rv lead remain in service. No adverse patient effects were reported.